Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged connector resulting in alarms cannot be confirmed. It was reported that the alarms resolved after exchanging the system controller. The heartmate 3 system controller (serial number: (B)(6)) and battery clip were not returned for evaluation and no log files were submitted for review. It was not reported what sequence of events resulted in the connector damage. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-05054. It was reported that the patient called the clinic because of persistent alarms that were appearing on the system controller, while connected to battery power. There were no alarms on the system controller when connected to the power module with wall power. The clinic attempted to solve the issue by exchanging both 14 volt batteries and 14 volt battery clips but this did not solve the problem. The system controller was exchanged and this solved the problem. The patient was sent home after the system controller exchange was performed. Additional information was received that reported the alarms and issues were due to damaged pins in the connector to both the battery clips and system controller power cables.